Event description:
During implant, the device was proud of the calcar approx 8mm relative to position of the trial broach. The surgeon elected to explant the prosthesis and counter sink the broach so the stem would seat at the calcar. After removal of the prosthesis, femoral canal was again rasped and countersunk 4mm with 7.5mm rasp. The 7.5 stem was reimplanted, yet still remained proud of the calcar by 2mm. The stem was again explanted and rebroached and countersunk. The 7.5 stem was re-implanted and seated to a depth that surgeon found appropriate to restore equal leg length with -3.5mm femoral head.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unk. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.